Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was updated from lead wire externalization to a skin alteration over the electrode, inflammatory process that needed excision. During a follow-up visit on (B)(6) 2015 the healthcare professional had observed skin inflammatory process over the left electrode due to a surgery in dermatology. It was confirmed that the event resulted in permanent impairment of a body function or permanent damage to a body structure. It was unknown if it was related to the lead and extension and was not related to the programming. There was no urgent care or emergency room visit as a result of the event. The event was ongoing.

Event description:
Additional information received reported the patient received a new implantation.

Event description:
Additional information received reported lead migration/dislodgement and new implantation. After the follow-up visit of (B)(6) 2015 for lesion resection, the patient observed migration of the lead.

Manufacturer narrative:
Upon additional review, it was determined that verbatim "lead wire was visible, there was exteriorization of the wire" indicated. (B)(4).

Event description:
Additional information received reported an intervention of explanting the entire system on (B)(6) 2016 and replacing the entire system to a new target (internal globus pallidus (gpi)). The outcome was noted as resolved without sequelae (B)(6) 2015. It is noted the intervention date and outcome date are conflicting as the event was resolved prior to the intervention date. Follow-up will be performed to clarify.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced inflammation and a possible thermic lesion inducted by a dermatology procedure to remove a skin lesion. The clinical diagnosis was thalamique hematoma on the right side. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) that resulted in the identification of the issue on (B)(6) 2015. The etiology was possibly related to the device/therapy, but not related to the implant procedure. The actions/interventions taken to resolve the issue included a planned replacement of the entire system; the surgery was postponed on (B)(6) 2015. The event was also noted to have caused a in-patient hospitalization / prolongation of existing hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The system was explanted on (B)(6) 2015 and replaced on (B)(6) 2016. The issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 64002, lot# 0208153843, product type: adapter; product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event type and description was updated to subthalamic hematoma bilateral with predominance in the right side. It was also noted that there was a possible thermic lesion induced by a dermatology procedure on (B)(6) 2015 to remove the skin lesion on the patient's scalp on the left side at the stimloc site. The actions/interventions were also updated to replacing/repositioning the previous system in another target (gpi instead of stn) on (B)(6) 2016; the event resulted in an in-patient hospitalization or a prolongation of an existing hospitalization. The event was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from the healthcare professional (hcp) of clinical study reported during a follow up visit on (B)(6) 2015 the doctor observed skin inflammatory process over the left electrode due to a surgery in dermatology department on (B)(6) 2015. The event resulted in a permanent impairment of body structure or body function. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that "it [was] difficult to assess, if patient did not have device implant the dermatology procedure would not have incidence." The health care provider (hcp) thought it could be related. No further complications were reported/anticipated.

Event description:
It was reported that the patient had a dermatology surgery on (B)(6) 2015 and since that surgery the lead wire had gone out of scar. During a follow up visit on (B)(6) 2015 the healthcare professional had observed that the lead wire was visible, there was exteriorization of the wire. Patient experienced no symptoms, no inflammation. Examination was done on (B)(6) 2015 and the neurological exam was normal; patient required in patient hospitalization, emergency room visit, urgent care visit and an unscheduled clinic visit. The entire system was explanted and was not replaced. The issue was resolved, patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0208153843, product type: adapter. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2015, product type: extension. (B)(4).